Event description:
Boston scientific received information that this patient had a non-sustained episode of atrial fibrillation with rapid ventricular response. This episode contained a two to three pauses of approximately two seconds where it appeared that the device paced, but it did not. As a result, programmed changes were made. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.